Event description:
The customer is concerned that he has run indices based on the saline test without calibration. The saline for indices has a c flag, indicating that calibration is needed.there are no known reports of patient intervention or adverse health consequences due to discordant saline indices.

Manufacturer narrative:
Siemens technical solution center (tsc) provided instruction of saline calibration.the instrument is performing within the specifications. Further evaluation of the device is not required.